Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high pacing impedances of greater than 2000 ohms. All other lead diagnostics were normal. Boston scientific technical services discussed potential trouble-shooting options with the health care professional (hcp). There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
The product has not been returned. If the product is returned at a later time, this report will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information in january 2017 that a lead revision was performed due to out of range pacing impedance measurements with the rv lead that were greater than 2500 ohms. Oversensing in the rv was also observed. When the physician reconnected the lead to the implantable cardioverter defibrillator (ICD), he heard several crackling sounds and did not feel comfortable with the device, therefore requested a new device. The system was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The ICD will be returned, but the lead was damaged during extraction and it will not be returned. No additional adverse patient effects were reported.